Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the critical care department that the pump module under-infused and over-infused during a fentanyl infusion over the duration of a couple of days. On (B)(6) 2020 at 10:39 a new bag of fentanyl 1000mcg/100ml was initiated to infuse at a rate of 12.5ml/hour (125mcg/hour) for a duration of 8 hours, however the infusion completed at 2117 lasting 10 hours and 38 minutes (under infusion). A new order for fentanyl was received. On (B)(6) 2020 at 2128, a new bag of fentanyl 2000mcg/100ml was initiated at a rate of 7.5ml/hour for a duration of 13.3 hours. However, the infusion completed on (B)(6) 2020 at 0838, lasting 10 hours and 10 minutes (over infusion). On (B)(6) 2020 at 0838 a new bag of fentanyl 2000mcg/100ml was initiated and completed at 1726, lasting 8 hours and 48 minutes (over infusion). On (B)(6) 2020 at 1726, the final bag of fentanyl 2000mcg/100ml was programmed to infuse at 7.5ml/hour and completed on (B)(6) 2020 at 0833, lasting 15 hours and 7 minutes (under infusion). Other medication infusing at the time were norepinephrine, azithromycin/ns and propofol/ns.